Manufacturer narrative:
Eval summary: (1) 4393.3865 - powerblade bipolar cutting & coagulating forceps. Forceps was sent to the MFR, lina medical for proper investigation. Their conclusion to the investigation stated: "powerblade had a lot of blood in the handle which caused a short circuit. The powerblade is insulated all the way in the 5mm cannula, so the problem has clearly arisen in the handle." It is their (lina medical ) opinion, that there was a lot of blood during the procedure and that the instrument was dipped too far into the blood, therefore, causing blood to enter into the handle due to the pressure in the pt's abdomen. It is their (lina medical) recommendation to the surgeons using the instrument to be more careful and not to dip the forceps too deep for too long. We have now examined the returned powerblades and we found that one had no fault and we can therefore not accept the complaint for this. The other powerblade, however, had a lot of blood in the handle which has caused a short circuit. The powerblade is insulated all the way in the 5 mm cannula so the problem has clearly arisen in the handle. We assume that there was a lot of blood during the procedure and that the powerblade has been dipped too deep into the blood, thereby causing the blood to enter the handle due to the pressure in the abdomen. We recommend that the surgeons be careful not to dip the powerblade too deep into the blood for too long.

Event description:
During laparoscopic procedure a bipolar cutting and coagulation forceps was in use and stopped working. The device was inoperable. The dr switched instrumentation and successfully completed the case. There was no injury to the pt reported. Date of event is an estimate. Initial reporter was asked for the info, but she could not say with complete accuracy.